Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is september 16th, 2015

Event description:
Boston scientific received information that this electrode was part of a system revision due to infection and abscess. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.